Event description:
The hcp reported the pt is not getting total symptom relief. The pt experiences some freezing in the hand. Therapy impedances were < 50 ohms and >3133 micro amps. The pt's current settings are 2.8 volts (amplitude), 90 usec (pulse width)/ 185 pps (rate). The pt has not been reprogrammed since the neurostimulator was relocated to the abdomen for placement of a pacemaker/ or ICD. The MFR recommended the hcp palpate the site and take an x-ray. The MFR also suggested reprogramming; further usage at the current settings will deplete the battery.